Event description:
It was reported that on an unknown date, the patient underwent the surgery with the lcs implants in question before about 20 years. After the surgery, on (B)(6) 2022, the patient underwent the primary tka surgery. On the day of tka surgery, the surgeon also decided to remove the atheroma due to lcs implant. Metalosis was suspected at the time of the patient's atheroma excision, and when the surgeon opened the joint, the poly-implant of patella fell off. The surgeon was urgently replaced with attune anatomical patella in the surgery. This surgery was completed successfully. During the surgery, the surgeon seemed to comment that the patient had severe pain and might undergo debridement due to suspected infection, and if there was loosening of the implant, it might be removed. However, it is unknown whether actual treatment was performed or not. No further information is available. Doi: unk dor: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported subcomponent disassociation. The investigation found no evidence of product malfunction or product error and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.